Manufacturer narrative:
The returned cable was evaluated which included functional testing. During evaluation, it was found that the cable was not able to draw power. Additionally, frayed or broken wires inside the ch connector or in the cable near the bend relief of the ch connector caused the cable to malfunction.

Event description:
Customer reported "they do not work, most do not talk to the tele box, half do not light the disposable finger probe constantly. Works for a minutes stops lighting the probe and then comes back on." No consequences or impact to patient.